Event description:
The hosp reported that during an endoscopic vein harvesting procedure, when dissecting out the vein, the conical end of the vasoview 7 xb dissection tip broke into pieces inside the pt's leg. The pieces were all recovered and no pt harm occurred. Another vasoview 7 xb dissection tip was used to complete the case. The product is currently in risk mgmt dept at the hosp and will not be returned at this time.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue to pursue the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).